Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing seizures. There was suspected itb (intrathecal baclofen) withdrawal. The hcp had concerns related to treatment of withdrawal and troubleshooting. Add'l info has been requested; a f/u report will be sent if add'l info becomes available.